Event description:
Discussed rv unipolar lead impedance 200ohms. Noted several measurements of 190ohms, causing the lead impedance warning. Device did mark several 209 impedance measurements. Chronically low impedance measurements. No drastic change in impedances measurements noted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).